Event description:
The user contacted lifescan alleging the error 2 message appeared on the display of the one touch ping meter. The medical surveillance specialist reviewed the technical service representative (tsr) documentation. This complaint is being reported because the issue was not resolved through troubleshooting. The pt denied suffering any symptoms or receiving any treatment. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.